Event description:
In 2005, this patient underwent a CT scan of the chest. Contrast media was injected. After the contrast was injected, the patient experienced tachypnea, chest pain and dizzy spells that lasted for 20 minutes and then felt better. The CT of the chest was completed and the patient was sent home. The event was initially thought of as a possible reaction to the contrast media, but the review of the scan showed a large volume of air in the right ventricle.